Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient states she has to recharge her ipg more frequently. The patient stated she usually recharges her ipg to full once a week. However, on (B)(6) 2016, she noticed her patient programmer reflected an "ipg battery low - stim off " message. The next day, she noticed the ipg battery had decreased to half full. Follow-up information revealed the patient's issues have been ongoing since that time. In turn, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where in the ipg was explanted and replaced.